Event description:
It was reported that noise was observed on the right ventricular lead when the lead was programmed to the unipolar configuration. The lead will remain implanted and be monitored by the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.